Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
An attempt was made to insert a stent over the guidewire, but it was not possible. A new stent (unknown details) was used and the procedure was completed. Patient outcome: no health hazard.

Event description:
A supplemental report is being submitted due to completion of the investigation on 6 dec 2024.

Manufacturer narrative:
This file is related to complaint files (B)(4) "use error ¿ 0.025¿ wire guide used with the replacement device". Device evaluation: the zebd-7-10 device of c1994524 lot number involved in this complaint was returned for evaluation, open in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 08th august 2024. Stent and pigtail straightener returned separately, kinks observed on the 2nd and 5th portholes on the tapered end of the pigtail curl, kinks observed on the 2nd and 5th portholes on the non-tapered end of the pigtail curl. 0.035-inch wire guide does not pass the kinks. Manufacturing records review: prior to distribution zebd-7-10 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-10 of lot number c1994524 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1994524. Instructions for use and/label review: it should be noted that the instructions for use (ifu0045) states the following: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The user is also advised in the precautions section that, "care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." It should be noted that in the japanese packaging insert (c-es0202m18) states: "remove this product from the package and inspect with particular attention to bends, kinks and breaks". It also says," choose a wire guide with outer diameter 0.035 inch (0.89mm) for use with this product¿. The japanese packaging insert (c-es0202m18) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. There is evidence to suggest that the customer did not follow the instructions for use. It may be noted that a 0.025 inch wire guide was attempted to be used and the device was not inspected for damage prior to use, however this did not contribute to the issue reported, as per complaint description "guide wire couldn't be passed though a stent." This will indicate that the use of the incorrect wire guide did not cause the pigtail to become kinked. No additional complaint required as failure to inspect the device cannot cause a failure but can merely prevent a damaged device from being used, however product manager was notified of this occurrence. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to the kink occurring while the stent was being straightened as it was being loaded onto the wire-guide. It is possible that excessive force as the pigtail curl was straightened with the pigtail straightener resulted in the formation of the kinks preventing the wire guide from passing through the stent. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, guide wire couldn't be passed though a stent. No health hazard on the patient has been reported. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the kink occurring while the stent was being straightened as it was being loaded onto the wire-guide. Complaint is confirmed based on visual and/or functional inspection. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplement report is being submitted to address the additional information received. 11oct2024 additional information was obtained by sales rep. Does the complaint relate to: device placement/device removal/observation prior to patient contact? N/a, yes, no. Before placement. The physician stretched stent with a straightener to attempt to pass it over the gw, but the gw could not pass through the pigtail section. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. N/a, yes, no. Stored flat on a shelf in the x-ray room. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? N/a, yes, no olympus/visigride2 0.025inch. Was the wire guide lubricated prior to use? Yes was the device at the centre of the complaint inspected for damage prior to use? No was the wire guide inspected for damage prior to use? No did the patient require any additional procedures as a result of this event? No what intervention (if any) was required? No was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, were any other defects observed on the device prior to return (other than the reported complaint issue)? No . Was a straightener used to straighten the stent? Yes. (If any damages were confirmed prior to use) was the package damaged? No. Additional information received on 22-oct-2024 ¿ date aware clarified as 15-may-2024 and date of event as 15-may-2024.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.